Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of a pull wire break.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was attempted to be used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on an unknown date. During the procedure, when pulling the peg tube into position, the wire that is used to pull the peg tube broke. It was reported that no part of the wire detached inside the patient. The procedure was completed with another endovive safety peg kit pull method. There were no patient complications reported as a result of this event.